Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was returned for disposal. Initial laboratory analysis indicated telemetry could not be established, and a memory download could not be performed. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found that the device case is swelled at the battery location, but no other irregularities. Internal visual inspection found no irregularities. Laboratory technicians replaced the battery with a power supply, and the device did not power up. Found that the device shocked into a shorted lead, and damaged both the power module (u100) and the asic module (u101). No further analysis was performed because shorting of the output during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events.